Manufacturer narrative:
The customer¿s stated issue of unintended rate change was not confirmed through a review of the device logs or through testing. Sample inspection: an internal and external inspection were performed on the source device. The mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui¿s have dried fluid residue on them. There is corrosion on the ground tabs on 3 of the 4 iui securing screws. Log analysis results: results from a review of the pcu error log show one log-only malfunction on the reported event date of (B)(6) 2020. However, it is suspected that the wrong pcu was sent by the customer. No infusions took place while attached to pcu s/n: (B)(6). On the suspected event date of (B)(6) 2020, the suspect pump module was connected to pcu s/n: (B)(6) and labeled unit b at 7:04:44 am. The pump module event log contains limited information therefore the profile, medications, and total volumes infused could not be definitively determined. An infusion was started at 7:05:13 am with a rate of 5.925 ml/h and vtbi of 95 ml. The device was selected at 7:06:15 am and the infusion was delayed for at least 1 hour. It was then selected by the user at 8:06:45 am where the rate is changed to 2.9625 ml/h. The infusion is restarted but the rate was changed again at 8:17:26 am. The rate was changed four more times up to 8:36:01 am where the device is channeled off. Test results: functional testing consisting of the over infusion test method performed on the source pump module found the device operating in specification. The root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pump module was thoroughly tested and inspected; no fault was found. Device history review: a review of the device history record showed the device had a manufactured date of 07/05/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record was performed for the s/n: (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an unintended rate change during an infusion using a large volume pump (lvp). The incident occurred at 0820 in the cardiac operating room during an administration of norepinephrine, 8 mg (8 ml) in 92 ml d5w. The total volume to be infused was 100 ml. At the start of the norepinephrine infusion, there was an increase in the patient's systolic blood pressure from 100 mmhg to 140 mmhg. Per the reporter, "the pump was running at a different rate and it was going up and down and that is what caused the blood disturbance." The hypertensive episode lasted about 20 minutes. Antihypertensive drugs were administered to treat the increased blood pressure. The details regarding the antihypertensive drugs are unknown. At 0840, the norepinephrine infusion was restarted on a non bd pump and the patient's blood pressure was stabilized. It was reported that the hospital programs infusions using a basic configuration and not a drug library. Although requested, no patient information was provided.

Manufacturer narrative:
The customer¿s stated issue of unintended rate change was not confirmed through a review of the device logs or through testing. Sample inspection: an internal and external inspection were performed on the source device. The mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui¿s have dried fluid residue on them. There is corrosion on the ground tabs on 3 of the 4 iui securing screws. Log analysis results: results from a review of the pcu error log show one log-only malfunction on the reported event date of 21sep2021. However, it is suspected that the wrong pcu was sent by the customer. No infusions took place while attached to pcu s/n: (B)(6) . On the suspected event date of (B)(6) 2021, the suspect pump module was connected to pcu s/n: (B)(6) and labeled unit b at 7:04:44 am. The pump module event log contains limited information therefore the profile, medications, and total volumes infused could not be definitively determined. An infusion was started at 7:05:13 am with a rate of 5.925 ml/h and vtbi of 95 ml. The device was selected at 7:06:15 am and the infusion was delayed for at least 1 hour. It was then selected by the user at 8:06:45 am where the rate is changed to 2.9625 ml/h. The infusion is restarted but the rate was changed again at 8:17:26 am. The rate was changed four more times up to 8:36:01 am where the device is channeled off. Test results: functional testing consisting of the over infusion test method performed on the source pump module found the device operating in specification. The root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pump module was thoroughly tested and inspected; no fault was found. Device history review: a review of the device history record showed the device had a manufactured date of 07/05/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record was performed for the s/n: (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an unintended rate change during an infusion using a large volume pump (lvp). The incident occurred at 0820 in the cardiac operating room during an administration of norepinephrine, 8 mg (8 ml) in 92 ml d5w. The total volume to be infused was 100 ml. At the start of the norepinephrine infusion, there was an increase in the patient's systolic blood pressure from 100 mmhg to 140 mmhg. Per the reporter, "the pump was running at a different rate and it was going up and down and that is what caused the blood disturbance." The hypertensive episode lasted about 20 minutes. Antihypertensive drugs were administered to treat the increased blood pressure. The details regarding the antihypertensive drugs are unknown. At 0840, the norepinephrine infusion was restarted on a non bd pump and the patient's blood pressure was stabilized. It was reported that the hospital programs infusions using a basic configuration and not a drug library. Although requested, no patient information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unintended rate change during an infusion using a large volume pump (lvp). The incident occurred at 0820 in the cardiac operating room during an administration of norepinephrine, 8 mg (8 ml) in 92 ml d5w. The total volume to be infused was 100 ml. At the start of the norepinephrine infusion, there was an increase in the patient's systolic blood pressure from 100 mmhg to 140 mmhg. Per the reporter, "the pump was running at a different rate and it was going up and down and that is what caused the blood disturbance." The hypertensive episode lasted about 20 minutes. Antihypertensive drugs were administered to treat the increased blood pressure. The details regarding the antihypertensive drugs are unknown. At 0840, the norepinephrine infusion was restarted on a non bd pump and the patient's blood pressure was stabilized. It was reported that the hospital programs infusions using a basic configuration and not a drug library. Although requested, no patient information was provided.